Event description:
It was reported that the ilet user experienced a low blood glucose after accidentally meal announcing twice, resulting in excess insulin delivery; the lowest cgm value noted was 56 mg/dl and the user treated with 4 oz of orange juice, confirmed an improving fingerstick of 79 mg/dl, and then disconnected from the pump. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and a use-of-device problem associated with the user interface or operation, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.